Event description:
It was reported that a device infused depacon slower than the prescribed rate. The rn noted that the infusion took an hour longer than the prescribed duration and had still not completely infused. The rn ensured the device was programmed correctly . A new pump module was used to infuse the remainder of the medication. Approximately only 50% of the dose was given. Patient was not harmed.

Manufacturer narrative:
Additional information provided: d.11. The report of an under infusion of depacon (valproate sodium) was not confirmed. Physical inspection of the device noted an unidentified film on the male iui connector contact pins. Dried fluid ingress was also present on the right top and bottom areas of the male iui connector. Internally, the device was observed to be in good condition. No other obvious issues or irregularities were observed. The device logs show that the system was powered on at 07:51 am on (B)(6) 2019, days prior to the date of the alleged event. On the date of the incident ((B)(6) 2019), the system was recorded to be comprised of concomitant pump module (B)(6) (channel a), source pump module (B)(6) (channel b), and concomitant pump module (B)(6) (channel c). The profile ¿critical care adult¿ was believed to be in use at the time of the event. As recorded in the logs, the reported infusion occurred on (B)(6) 2019 between 10:00 am and 12:14 pm. At 10:00 am, the drug valproate sodium was programmed as a secondary infusion at a rate of 50 ml for one hour. The infusion completed after one hour, reverting to the primary infusion programmed with ¿ivf no additives.¿ at 11:22 am, the user programmed an additional secondary infusion of valproate sodium for another hour. At 12:14 pm, the user stopped the infusion. The total pvi was calculated as 1.97 ml. The total svi was calculated as 93.28 ml. Rate accuracy testing found the device to be performing within specification. The root cause of the reported under infusion of depacon was not determined.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, lot y232636, exp apr21, 0.9% nacl injection; non-bd secondary set; bd phaseal infusion adapter; 100ml baxter bag lot us003996 exp oct20, 0.9% sodium chloride injection, valproate (depacon) 750mg. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Ethnicity: (B)(6).

Event description:
It was reported that the rn noted a depacon infusion took an hour longer than the prescribed duration and had still not completely infused to a patient with an admitting diagnosis of acute encephalopathy. The rn ensured the device was programmed correctly. A new pump module was used to infuse the remainder of the medication. The event occurred on the medical intermediate floor, and the patient was not harmed.